Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On the same day as peritonitis onset, the patient made an unspecified mistake while performing pd therapy which subsequently caused peritonitis. It was not reported whether the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.